Event description:
Follow-up showed that the patient underwent explant on (B)(6) 2013. The explanted products were discarded.

Event description:
On (B)(6) 2013 it was reported that the patient is scheduled for vns explant due to pain. Although surgery is likely, it has not occurred to date. The patient was noted to have had the device disabled because of chest pain. Despite being turned off the patient was still having neck pain on the left side and wanted the device explanted. The physician¿s office later stated that they have only seen the patient once and the patient had stated that the device has been off for 6-7 years. Per the physician, the patient just said that she wanted the device removed and did not give a reason. The physician¿s notes indicated that the ¿pain is related to vns¿. The patient was given medication. No further information was provided. Review of the patient¿s programming history revealed that the device was disabled on (B)(6) 2009.

Manufacturer narrative:
(B)(4): inadvertently listed the date as (B)(6) 2013 on the initial report when it should have been (B)(6) 2013.